Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable ca2 calcium gen.2 result for 1 patient sample tested on a cobas 8000 c 502 module. The initial ca2 result was 1.38 mmol/l. The initial result was released outside of the laboratory to the doctor who questioned the result. The primary tube was tested twice with ca2 results of 2.34 mmol/l and 2.34 mmol/l. There was no allegation of an adverse event. The initial sample was aliquoted by a modular pre-analytical system. The ca2 reagent lot was 356506 with an expiration date of (B)(6) 2019. The customer stated that upon visual inspection there were no fibrins/clots visible in the sample. The analyzer alarm trace contained no conspicuous events and there were no issues with any other tests. The customer performed precision testing with acceptable results. Based on the calibration and qc data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.